Event description:
Pt fell asleep in his recliner. Rptr got up at 4 am to go to work. While rptr was in the shower pt came to bed. As rptr was leaving, he was snoring very loudly. - when rptr came home at 4 that afternoon they found him still in bed. He had never moved from the position he was in that morning.